Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h10: investigation results: a captivator cold single-use snare was received for analysis. Visual inspection without any visible damages. Also, as a functional inspection, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. The reported complaint of loop failure to cut was unable to be confirmed since the device did not have any visual issues/damages, the device was submitted to a functional test and the loop could extend properly without any issue, the unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. However, since the devices cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure, this code will be classified as cause not established. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be cause not established.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colon polypectomy procedure performed on august 19, 2025. During the procedure and inside the patient, the device failed to successfully resect the polyp. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colon polypectomy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the device failed to successfully resect the polyp. The procedure was completed using the original device. There were no patient complications reported as a result of this event.